Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir lead. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the involved angio-seal device did not deploy. When the fellow pulled up to the deploy the entire system came out and footplate/anchor was still in the deployment sheath. No blood loss was reported. There was no patient injury and/or medical or surgical intervention required. Additional information was received on 30jan2025: the physician who deployed the device stated that they removed the device and held pressure until hemostasis was confirmed. The patient had no issues.